Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that for the last few months, the customer had been experiencing low blood glucose (bg) levels upon waking up in the morning. Bg level was noted to have been as low as 35 mg/dl. The customer required assistance from the sister, who gave the customer juice and carbohydrates. The contact had been in contact with the customer's healthcare provider regarding pump settings. On the morning of (B)(6) 2016, the customer woke up with a bg level of 51 mg/dl and was having trouble eating. The customer went into a coma and subsequently expired. Review of pump history with tandem technical support revealed that the customer had not delivered a bolus via the pump for 2 days prior to death and that pump basal rate had been decreased.